Event description:
Healthcare professional reported capsular contracture baker grade unknown, "effusion of gel in the capsule." The device was explanted with capasulectomy and replaced. The capsule was sent to anatomopathology for analysis which found "scar collagenic shell with macrophage changes such as siliconoma." Absence of evidence of malignancy." This relates to the left side.

Manufacturer narrative:
The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, "effusion of gel in the capsule." The device was explanted with capsulectomy and replaced. The capsule was sent to pathology for analysis which found "scar collagenic shell with macrophage changes such as siliconoma." Absence of evidence of malignancy."

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on the posterior side assessed as unidentified tear. The shell thickness within specification. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. As per the investigation procedure wear abrasion and creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture baker grade unknown, "effusion of gel in the capsule." The device was explanted with capsulectomy and replaced. The capsule was sent to anatomopathology for analysis which found "scar collagenic shell with macrophage changes such as siliconoma." Absence of evidence of malignancy." This relates to the left side.